Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-may-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of abnormal pain that became worse when their stimulator was turned on, specifically pain in their hip and groin. They had no falls or accidents. The patient felt like this might have been related to their implant surgery in june as they experienced the pain right after their surgery. They felt the issue was with the surgery itself and would eventually go away. The patient's healthcare provider took x-rays and both leads were reported as anterior. Surgery also revealed that both leads were anterior and the healthcare provider replaced both leads. When the patient woke up after the surgery they reported they felt much better than after the first surgery. The issue was resolved; they had no more hip or groin pain and both leads were placed in the posterior position.